Event description:
It was reported that approximately one month post rx acculink implantation in a 93% stenosed right internal carotid artery lesion, during a routine x-ray, a grade one, single strut, mid stent fracture was noted. The patient did not experience any adverse effects prior to finding the stent fracture. There was no adverse sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.